Event description:
It was reported that the pt experienced increased spasticity when the dosage of medication was increased. The physician wanted to know if there was something wrong with the catheter. The pt's pump was replaced due to end of life (eol) on the pump. The catheter was later replaced in 2009. It was stated that the flow upon aspiration of the catheter was "great" and appeared to be functioning normal upon replacement. The medication being delivered via the device system was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.